Event description:
Event description guidant received information that this device was being replaced. It is on an advisory. During the procedure, the leads were tight in the header. A bone cutter was used to break the header open and the whole header came off. The patient went asystolic (no rhythm) for a few seconds. The temporary pacer was picking up noise and inhibited. Pacing was provided through the pacing system analyzer. The leads were removed in tact. A new device was implanted and the old one has been returned for analysis.